Manufacturer narrative:
H3 ¿ analysis of the catheter found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen (175 mcg/ml at 16.43 mcg/day), dilaudid (hydromorphone) (10 mg/ml at 0.939 mg/day), clonidine (250 mcg/ml at 23.48 mcg/day), and bupivacaine (20 mg/ml at 1.878 mg/day) via an implantable pump. It was reported that the patient was seen in clinic for a routine pump refill on (B)(6) 2025 and the expected residual volume was 1ml and actual was 19 ml. A catheter study was completed at that time and found to be non-patent. Patient was taken to the operating room today for a planned catheter revision. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. Once the pump was removed from the pocket, he attempted to aspirate from the catheter access port (cap), but the return was minimal and sluggish. The physici an then proceeded to disconnect the pump and the proximal segment at the site of the collet. Upon doing so, the spinal segment began to freely drip. At this time, the physician opted to replace the proximal segment only. He was given an 8780 catheter kit, but only used the new proximal segment. The new proximal segment was attached to the existing final segment and then attached to the existing pump. The physician then again aspirated before and after placing the pump back within the existing pump pocket with positive return of cerebral spinal fluid (csf). Incisions were then irrigated and closed. Exact cause is catheter obstruction was not determine in the operating room. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 02-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.